Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck on wire occurred. The 100% stenosed target lesion was located in an arteriovenous shunt in a moderately calcified and severely tortuous vessel. During a shunt percutaneous transluminal angioplasty (pta), a 90cm rubicon 18 was selected for use. However, upon delivery of a non-bsc guidewire, it was noted that the non-bsc guidewire was stuck inside the rubicon 18. The procedure was completed with a different device. No patient complications reported and the patient's status is good.